Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was overdischarged. It was noted that this was the patient¿s first overdischarge. It was further noted a physician mode recharge (pmr) did not successfully reset the ins. The reporter stated, the patient was going to get referred out for a replacement of the ins to a non-rechargeable ins. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the overdischarge was non-compliance. It was noted that the interventions included ¿patient was getting referred to surgeon for a replacement with a non-rechargeable. It was noted that the patient outcome was ¿pending surgery.¿ additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).